Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a leak on the r1 tubing from valve to syringe on an alinity c processing module. The customer touched the fitting on the tubing and gets a splash of liquid in her face and in her eye. She immediately started flushing her eye. No other treatment beyond flushing her eye was done.

Event description:
Update: additional information provided by the customer. The customer was not wearing any personal protective equipment (ppe) at the time of the incident. The customer tried performing general troubleshooting to try to locate the leak/issue. She did not remove any of the tubings. She was touching the tubing connected to the valve from the syringe block when the leak changed angles and speed and hit towards her face instead of the drop leaking down.

Manufacturer narrative:
A review of the service history for the analyzer revealed no additional issues of splashing from instrument parts were reported. A review of historical data associated with the tbg, syringe valve to syringe, r1 did not identify any trends, non-conformances or potential non-conformances. A review of tracking and trending data in the product monitoring review for clinical chemistry systems found no trends with regards to the current issue. Labeling was reviewed and sufficiently addressed the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, (B)(6), was identified.